Event description:
It was reported that after an ankle surgical procedure, blood was observed coming out of the driver, and during cleanup, they were unable to remove all of the blood out of the device. There was no reported pt or user injury, and the procedure was completed successfully with the same device.

Manufacturer narrative:
The drill was received at the manufacturer for evaluation. Service found debris had built up inside the motor and gear train assemblies, which were cleaned, and that it had a worn cannula o-ring, which was replaced. Based on the investigation, it was determined that the handpiece was most likely submerged during cleaning, which caused a leak at the time of the surgery. The "blood" that leaked was most likely a cleaning solution mixed with the lubricant (mobil), giving the red color. The handpiece passed all qip checks, and it was repaired and returned to the customer.